Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09693. It was reported a perforation with pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device & delivery system (wds) was advanced through a watchman access system (was). When the physician was pulling the was back to deploy the closure device, the patient suddenly bent his legs. Radiography was performed and it was noticed that the contrast flowed into the pericardium; pericardial effusion occurred. The closure device was released after a short review to confirm all release criteria were met. They then performed a pericardial puncture where a total of 800ml of blood was withdrawn and reinfused intravenously. A transesophageal echocardiogram (tee) had measured the pericardial effusion at 14mm. The patient was stable until entering a hypotonic phase (30/10 mmhg); cardiac tamponade occurred. Protamine was administered to reverse the 5000 i.u. Of heparin administered during the intervention. The subsequent activated clotting time (act) gave a value of 150, so another 2,500 i.u. Of protamine was administered. About 15 minutes later the act reached 120. About one hour after the complication occurred, the pericardial effusion had decreased to 3mm and no additional blood could be drained. During the next 6 hours of observation following the event, the patient was symptom free and stable. A new transthoracic echocardiogram (tte) examination showed no further increase in the pericardial effusion.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09693. It was reported a perforation with pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system (wds) was advanced through a watchman ® access system (was). When the physician was pulling the was back to deploy the closure device, the patient suddenly bent his legs. Radiography was performed and it was noticed that the contrast flowed into the pericardium; pericardial effusion occurred. The closure device was released after a short review to confirm all release criteria were met. They then performed a pericardial puncture where a total of 800ml of blood was withdrawn and reinfused intravenously. A transesophageal echocardiogram (tee) had measured the pericardial effusion at 14mm. The patient was stable until entering a hypotonic phase (30/10 mmhg); cardiac tamponade occurred. Protamine was administered to reverse the 5000 i.u. Of heparin administered during the intervention. The subsequent activated clotting time (act) gave a value of 150, so another 2,500 i.u. Of protamine was administered. About 15 minutes later the act reached 120. About one hour after the complication occurred, the pericardial effusion had decreased to 3mm and no additional blood could be drained. During the next 6 hours of observation following the event, the patient was symptom free and stable. A new transthoracic echocardiogram (tte) examination showed no further increase in the pericardial effusion.